Manufacturer narrative:
Implant was retrieved and sent to a 3rd party laboratory for evaluation per pas002 "exponent pro.214, intrinsic barricaid retrieval protocol." Results of pas are submitted annually.

Event description:
Patient complained to physician of leg pain, and was scheduled for a planned tlif (with olif navigation) for scar tissue and barricaid removal. The barricaid was removed with removal tool. Implant was confirmed to be intact and in position at time of reoperation. No reherniated material was present. Scar tissue was found to be compressing s1 nerve root.

Manufacturer narrative:
Implant was retrieved and sent to a 3rd party laboratory for evaluation per pas002 "exponent pro.214, intrinsic barricaid retrieval protocol" results of pas are submitted annually. Follow-up #1: the claim of the presence of granuloma tissue does not change the investigation conclusions at this time. Granuloma tissue was observed and described in the barricaid summary of safety and effectiveness (ssed) and did not directly correlate with patient clinical outcomes or pain scores; neural compression was observed prior to the patient's reoperation, which historically correlates with patient outcomes and pain scores. Intrinsic made a request on 09-nov-2023 to confirm the articles conclusions, but no response was provided within the 30-day followup window required by 21 cfr 803 for followups. Further requests for additional information will continue, and if any changes to our investigation are discovered a second follow-up will be submitted as required.

Event description:
Patient complained to physician of leg pain, and was scheduled for a planned tlif (with olif navigation) for scar tissue and barricaid removal. The barricaid was removed with removal tool. Implant was confirmed to be intact and in position at time of reoperation. No reherniated material was present. Scar tissue was found to be compressing s1 nerve root. Follow-up #1: presence of granuloma tissue. On 27-oct-2023 intrinsic was made aware of an article that published a different conclusion based on the analysis of the extracted device and tissue. As of (B)(6) 2023 neither intrinsic nor our 3rd party laboratory that is used to assess extracted implants according to pas002 "exponent pro.214, intrinsic barricaid retrieval protocol" have received any device or tissue associated with this removal. This article claimed that granuloma tissue was present and responsible for the patient's pain, and this differs from our conclusions of scar tissue and injury from a fall and the resulting reherniation being the cause.

Event description:
Patient complained to physician of leg pain, and was scheduled for a planned tlif (with olif navigation) for scar tissue and barricaid removal. The barricaid was removed with removal tool. Implant was confirmed to be intact and in position at time of reoperation. No reherniated material was present. Scar tissue was found to be compressing s1 nerve root. Follow-up #1: presence of granuloma tissue. On 27-oct-2023, intrinsic was made aware of an article that published a different conclusion based on the analysis of the extracted device and tissue. As of 27-oct-2023, neither intrinsic nor our 3rd party laboratory that is used to assess extracted implants according to pas002 "exponent pro.214 intrinsic barricaid retrieval protocol" have received any device or tissue associated with this removal. This article claimed that granuloma tissue was present and responsible for the patient's pain, and this differs from our conclusions of scar tissue and injury from a fall and the resulting reherniation being the cause. Follow-up #2: interview with study author: on 01-dec-2023, intrinsic was able to discuss the article/case report with one of the study authors and we believe that the granuloma tissue could be a contributing factor to the formation of scar tissue (along with the previous surgeries and reherniation) the patient experienced. The codes in section h6 of this report are updated accordingly.

Manufacturer narrative:
Implant was retrieved and sent to a 3rd party laboratory for evaluation per pas002 "exponent pro.214, intrinsic barricaid retrieval protocol" results of pas are submitted annually. Follow-up #1: the claim of the presence of granuloma tissue does not change the investigation conclusions at this time. Granuloma tissue was observed and described in the barricaid summary of safety and effectiveness (ssed) and did not directly correlate with patient clinical outcomes or pain scores; neural compression was observed prior to the patient's reoperation, which historically correlates with patient outcomes and pain scores. Intrinsic made a request on 09-nov-2023 to confirm the articles conclusions, but no response was provided within the 30-day followup window required by 21 cfr 803 for followups. Further requests for additional information will continue, and if any changes to our investigation are discovered a second follow-up will be submitted as required.